Manufacturer narrative:
Additional manufacturer narrative: the device has been received. Evaluation is anticipated but not yet begun. However, the device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. A supplemental report will be submitted after the device evaluation has been completed.

Event description:
Edwards received information that a 23mm porcine aortic valve was explanted after an implant duration of four (4) years, ten (10) months, and two (2) days due to severe regurgitation. The explanted device was replaced with a 21mm aortic pericardial valve. The patient also underwent mitral valve repair. Additional medical records were requested but not provided. The patient was noted as being hospitalized in stable condition.

Manufacturer narrative:
Evaluation summary: customer report of regurgitation was visually observed due to leaflet tears. The x-ray demonstrated heavy calcification on all three leaflets, wireform distortion near the right coronary, and all three attachment sites were bent. Minimal host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 3mm on the right coronary leaflet at the inflow aspect. Host tissue on the stent circumference was minimal at the inflow and moderate at the outflow aspect. All three leaflets had multiple tears with the greatest tear of 13mm x 7mm on the left coronary leaflet, 5mm x 7mm on the non-coronary leaflet, and 10mm on the right coronary leaflet. Calcification was evident near the tears. The sewing ring had been cut around the valve circumference at the inflow aspect and exposed the wireform near the right coronary leaflet. Additional manufacturer narrative: although bioprosthetic valves have been proven to have excellent long term durability, failure does occur in a small number of valves. Replacement of a bioprosthetic valve over time is more likely due to structural valve deterioration (svd) which occurs as a result of stenosis (from calcification or host tissue overgrowth), dehiscence, fibrosis or non-calcific degeneration. As noted on evaluation, this valve exhibited signs of calcific degeneration. Many factors contribute to the onset and propagation of calcification. These can include patient factors (age, disease state, pharmacological intervention, etc.), and mechanical stress related to the valve's hemodynamic performance. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. Although patient factors are believed to play a crucial role in the development in bioprosthetic tissue calcification, the underline mechanism is still not fully understood. Host tissue/pannus growth likely contributed, to a lesser degree, to this explant. Host tissue is a complex process triggered by the interaction between the host and the device and is highly variable among patients. Literature defines pannus as a type of scarring and tissue ingrowth. It is not currently possible to predict the occurrence and severity for any given patient with a bioprosthetic heart valve. A certain degree of host tissue growth is expected. However, abnormal or severe pannus growth can eventually affect the function of the valve. According to literature, pannus typically occurs between 12 months to 5 years. Since the mechanism of host tissue growth in bioprosthetic heart valves is still not fully understood, the root cause for the host tissue growth for this particular valve cannot be determined at this time. The root cause for the calcification, pannus, leaflet tears, and regurgitation cannot be conclusively determined at this time. However, it is possible that patient related factors and progression of the underlying disease may have contributed to the event. The IFU was reviewed and no inadequacies were identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. No corrective action is applicable to this case; however, edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. No corrective or preventative actions are required.